Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that their ins battery has been draining quicker than expected. Pt confirmed they had not changed any settings on ins. Pt mentioned they have informed mdt rep today about the ins depleting quicker and will call rep to schedule an appointment to check spinal cord stimulator. The patient was redirected to their healthcare provider to further address the issue.